Event description:
It was reported that the connector would not accept the lead, despite the use of silicone oil. It was also noted that when trying to disconnect it was difficult to disengage. The pulse generator was not used and a new device was implanted.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.